Manufacturer narrative:
B4: 12jun2020; g4: 28may2020. H10: further information was received by the se that the event did not occur during patient use. H11: h6 patient code submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 09oct2020. B4: 12oct2020. A central processing unit (cpu) was return for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that it was determined that a component (ls1) built without a date code could be subject to cold joints within the component (ls1) that can result in ls1 failing to sound. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 10oct2020; b4: 13oct2020. A central processing unit (cpu) was return for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to physical damage to a component (l2). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 06 jun 2020.

Event description:
It was reported that the ventilator was shutting down, rebooting and would not power back on with just alternate current (ac) or just battery. In addition, an error code was found in the ventilator diagnostic logs that indicated 'back up alarm failed'. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The service engineer (se) inspected the device and confirmed the reported issue. The se found in the ventilator diagnostic logs error codes that indicated auxiliary alarm supply failure and backup alarm failure. The se replaced central processing unit (cpu) and motor controller (mc) board. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.